Event description:
It was reported that there was a cephalad migration of the filter. The filter was reported to have migrated "slightly" toward the renal vein. In addition, it reported that the arms of the filter were protruding through the ivc wall.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The filter has not been returned for evaluation as it remains implanted. The delivery system was not returned for evaluation. Based on the information rec'd, the results are inconclusive and the root cause of the event is unknown. The info for use (IFU) for this device states: potential complications: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Migration of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots, and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall.